Event description:
Testing by service center found "several sync errors with tubine stops in the event trace; however, during further testing was unable to duplicate the hw faults. There were no known customer complaints regarding this event.